Event description:
Initial (14-aug-2024): this serious medical device incident was reported via telephone that refers to a female consumer who was intending to use compound w freeze off spray for the removal of genital warts. During initial activation, the consumer was attempting to place the applicator in the product when its contents began to expel and the can hit the wall which caused a burning to her finger. This was done on a counter surface, with no windows open. The consumer denies any heat sources or electronics nearby. This case outcome not recovered/ not resolved. Meddra version 27.0. Expectedness: device expulsion: unexpected. Cold burn: unexpected. According to the company reference safety information.